Event description:
The customer reported clear fluid leaked and precipitate around the retic shear valve and chamber assembly involving the coulter lh 750 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed blue-tinted fluid on the table top below the aspiration probe. The fluid leak was caused by a faulty pilot actuator for line vl98. Vl98 provides the waste path for the segment needle wash for the random access shear valves. The wash cup was also disconnected from the shaft on the probe-wipe assembly. The fse replaced the faulty pilot actuator and re-attached the wash cup to the actuator shaft and resolved the issue. The fse verified the repair per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).